Manufacturer narrative:
The device was not returned to olympus for evaluation. Technical support was provided to the customer. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that while preparing the evis exera iii video system center for a cystoscopy procedure, there was image loss whenever the camera head was connected to a camera. During troubleshooting, the customer was advised to make sure the camera was plugged in before turning on the subject device, and to check the connection port for dust. The issue was resolved. There was no delay to the intended procedure, and no patient or user harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. The issue was resolved at the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.